Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found the lever arm cover on the distal end was leaking, the light guide rod lens was cracked, the bending section cover adhesive was separated, the connecting tube was wrinkled, the protector of the connecting tube was missing, angulation was reduced, and the forceps elevator pipe was stretched. A supplemental report will be submitted upon receiving any additional information.

Manufacturer narrative:
Correction to h10 of the first supplemental report: after the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level. However, the distal end tested positive for one colony form unit (1 cfu) of gram positive bacteria. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germ was not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The customer reported they had no concerns and there were no deviations or deficiencies in reprocessing. The steps taken during reprocessing were not provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii duodenovideoscope tested positive for an unexpected contamination and the bridge was defective. The issues were found during reprocessing. There was no reported patient harm or impact due to this event.